Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high ise indirect gen.2 result from for one patient from the cobas 6000 c 501 module. The initial result was 300 mmol/l and the repeat result was 140 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. An issue with the rinse station was suspected as there were traces of naoh on the cuvettes.

Manufacturer narrative:
The field service representative found there was a leak in the cell rinse tube. The tubing was repaired and analyzer was confirmed to be performing within specifications. The issue was resolved by the service actions.